Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range <0.05 ng/ml): 12:09 am, initial troponin result= 0.03 ng/ml; 3:35 am, second draw result= 0.03 ng/ml; 6:08 am, third draw result= 0.42 ng/ml; 8:58 am, fourth draw result= 0.03 ng/ml. Per lab protocol the troponin is performed three times at one-hour increments. The third result was questioned so a fourth draw was ordered, and the third drawn sample was repeated two hours later with normal results. The patient arrived at the emergency department with complaints of shortness of breath and feelings of dizziness, fatigue, malaise, and intermittent nausea for 48 hours prior to arrival to the emergency department. The physician noted an increase in work of breathing, respiratory distress, accessory muscle use and decreased breath sounds. The patient was treated with 2l nasal cannula oxygen. At 10:40 am, an EKG was performed. The EKG interpretation was abnormal with a nonspecific st and t wave abnormality. The patient received a cardiology consult due to respiratory symptoms and the elevated troponin result. After the consult it was determine that the patient would have a cardiac catheterization performed. At 10:48 am, the patient was in the cath lab and had two necessary stents placed. There was no additional impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number 02k41-27, abbott laboratories, to architect i1000sr, list number 01l86-40, and abbott laboratories. MDR number 3016438761-2025-00081 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range <0.05 ng/ml): 12:09 am, initial troponin result= 0.03 ng/ml; 3:35 am, second draw result= 0.03 ng/ml; 6:08 am, third draw result= 0.42 ng/ml; 8:58 am, fourth draw result= 0.03 ng/ml. Per lab protocol the troponin is performed three times at one-hour increments. The third result was questioned so a fourth draw was ordered, and the third drawn sample was repeated two hours later with normal results. The patient arrived at the emergency department with complaints of shortness of breath and feelings of dizziness, fatigue, malaise, and intermittent nausea for 48 hours prior to arrival to the emergency department. The physician noted an increase in work of breathing, respiratory distress, accessory muscle use and decreased breath sounds. The patient was treated with 2l nasal cannula oxygen. At 10:40 am, an EKG was performed. The EKG interpretation was abnormal with a nonspecific st and t wave abnormality. The patient received a cardiology consult due to respiratory symptoms and the elevated troponin result. After the consult it was determine that the patient would have a cardiac catheterization performed. At 10:48 am, the patient was in the cath lab and had two necessary stents placed. There was no additional impact to patient management reported.